Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation exhibited a manifold unit failure and an air leak. Based on the results of the investigation, the probable causes of the abnormal noise during air supply are caused by damage to the manifold cushioning material. Olympus was unable to identify the root cause of the damage to the cushioning material/damper of the electro-pneumatic proportional valve. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the evaluation, the high flow insufflation unit exhibited manifold unit failure and an air leak. There were no reports of patient involvement.